Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer (light is dim) was confirmed, and further defects were detected. In total the following defects were detected: led is dimly lit, blade worn, adhesive joints on camera head worn, housing visually worn, cover damaged, plug worn, and leak between plug and cover. The device complied with the test specification at the time of delivery. Based on the defects found during the technical inspection, it is therefore concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and cause the light is dim. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz (B)(4).

Event description:
It was reported that the c-mac video laryngoscope "light is dim". No negative impact in state of health reported.